Event description:
The customer reported that the clear insulation on the device began to come off during the procedure. There was no patient injury. The site discarded the device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.